Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder stopped working halfway through the case. The dc extension cable was switched but the device still wouldn't activate. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted if additional information is obtained. (B)(4).